Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4)- the dentist reported that, 6 months after the dental implant was installed in intraoral region #6, its non-osseointegration was observed. The implant was installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type ii) and bone graft was performed.